Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation. (B)(4).

Event description:
According to the reporter, during a gastrectomy, there was primarily a difficulty with inserting the reloads. After assembly, in the cavity, the stapler did not obey the function commands and made involuntary movements. At times, the reload indicator light was not illuminated. There was no injury or adverse event reported. Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of any new information.